Event description:
The customer reported that the battery is not charging, and the battery led light is not lighting up.

Manufacturer narrative:
(B)(4). The customer reported that the battery is not charging, and the battery led light is not lighting up. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.